Manufacturer narrative:
This event has been reported by the importer on MDR# (B)(4). The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, the customer noticed the distal cover to be missing immediately upon removing the scope from the patient¿s mouth at the end of the procedure. The physician used a gastroscope to try to find the distal cover immediately and was not able to locate the distal cover. The patient needed additional anesthesia, so that the scope could be switched out with a gif scope to search for the missing distal cap in the gastrointestinal tract.¿ there have been no adverse effects to the patient as a result of the missing distal cover. It is unknown if the distal cover has been current status of the patient is unknown. The distal cap was inspected before use after attaching to the tip, as is always done. There were no anomalies. There was no damage noted. Once attached to the scope, the distal cap was pulled, as usual, to make sure the connection was secure. No anti-fog agent was used to the scope lens. Gel lubricant is always used prior to scope insertion. This scope has never been serviced by a third party. Patient details and demographics, and existing medical conditions are unknown. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the cause of the tip cover falling off was likely due to the following: 1. The distal cover may have been slightly crushed before attaching to the scope. The crushed distal cover is unable to withstand friction during attachment as well as physical contact with tissue during use. Twisting and pushing the scope in the body cavity may increase friction, which could result in damage to the proximal end. As a result, the distal cover has broken and fell off the scope. 2. The cover cannot be removed by just touching it lightly after mounting it on the scope, but it is likely that the cover was not pushed in firmly and the mounting was insufficient. Therefore, it is possible that the cover gradually came off due to friction with the inside of the body cavity. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. The following additional information has been identified from the user facility: -no anti-fogging agent is used. -lubricant is applied to the insertion part of the scope before use. -it is confirmed that there are no cracks or other abnormalities in the cover immediately after it is attached to the scope. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -the distal cover might have been slightly crushed before attaching to the scope. The crushed distal cover is unable to withstand friction during attachment as well as physical contact with tissue during use. Twisting and pushing the scope in the body cavity may increase friction, which could result in damage to the proximal end. As a result, the distal cover has broken and fell off the scope. -the cover cannot be removed by just touching it lightly after mounting it on the scope, but it is possible that the cover was not pushed in firmly and the mounting was insufficient. Therefore, it is possible that the cover gradually came off due to friction with the inside of the body cavity.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) The facility uses care when attaching the distal cover, so that it does not crack. The facility implements/reinforces practice of post-cap installation inspection including gentle tug, and slight rotation to ensure that the cap is firmly and securely installed to the scope without movement and aligned properly without gaps between the cap and scope. During the interview, the facility did not carefully review and follow the instructions for use (IFU). However, it was confirmed that the IFU was reviewed with the staff during in-service training during introduction of the new distal cover (maj-2315) design, and during initial new scope in-service training. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers remain in a sterilization pack during storage. The specific distal cover storage details are as follows: the facility keeps excess stock distal covers in the original product carton, until they stock them into individual storage cartons in each room. Each procedure room has distal covers stocked in their consumable product cabinets. Those cabinets include hard plastic storage bins for each individual item. 20-30 distal covers are stored in each room and refilled as needed. The distal covers remain in their sterile packs within the storage bins until removed individually for each procedure. A storage bin is also located in the hallway scope accessories area, containing distal covers in their original sterile packaging like how they are stored in the procedure rooms. The facility reported that it is unknown what specific chemicals were used when the distal cover detached. It was confirmed that no chemicals were administered directly into the body through forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate forceps (e.g., defoamers, physiological saline, etc.), also, there were no chemicals used during endoscope preparation and pre-use inspection. However, the facility confirmed the following additional information regarding chemical usage: prior to intubation of the scope and inspection of the distal cover, a generic water-based lubricant (ky-jelly or similar generic brand) is used on the back side of the endoscope, with careful attention paid to only applying conservatively. Simethicone is used for an estimated 50% of the procedures at this facility. Simethicone is introduced through the biopsy port, with a syringe and diluted with water in an appropriate amount. It is unknown if simethicone was used in the specific procedures where a distal cover came off the endoscope. The facility uses contrast agent for endoscopic retrograde cholangiopancreatography (ercp) procedures in sphincterotomes, balloons and other standard devices. Anesthesia occasionally uses lidocaine to assist with endotracheal tube (et tube) intubation. Alcohol cleaning wipes are occasionally used to help ¿clean¿ or wipe off the lens of scopes if image appears ¿foggy¿ or has difficult to remove debris visible on the monitor during procedures. The facility confirms that there were no cracks observed on the distal covers during the device pre-procedure inspection process. Furthermore, since the new distal covers have been in use at the facility, there have been no additional incidences of distal covers falling off the endoscope. This supplemental report also includes a correction to d4, h7 and h9 to include information that was inadvertently not included in the previous submission.